Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
Customer complained that during patient treatment the white tubing guide isn`t rotating smoothly over the tubing (rpm 20-30/ single roller pump/ hl20). This was detected after the procedure - they noticed tiny damages to the tubing. (B)(4).

Manufacturer narrative:
As stated by the customer, the tubing guide in the roller pump is broken/failed. The field service technician has been sent for further investigation. According service order # (B)(4), following works has been done: the field service technician (fst) found guide roller stuck in place. He lubricated and exercised all guide rollers to unstick and ensure proper guide roller function. Furthermore, the insert holder (B)(4) which was damaged by customer has been replaced. The fst performed functional check and safety test. The device has been returned to clinical service. Thus the failure could be confirmed. The most probable root cause could not be determined explicitly, since the defective insert holder is no longer available for further investigation. The field service technician, surmises that the insert was damaged during set up, or break down of the unit, or, that the damage is somehow related to the guide roller issue. It is possible that, because of the guide roller being stuck, the customer may have needed to apply additional pressure, which could have caused the problem. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Ref.: #(B)(4).